Event description:
It was reported that a pump has a system error 105, the customer stated there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom of "se 105." The unit was received in an inoperable condition due to the reported symptom caused by a failed motor flex. The motor assembly will be replaced.